Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and the amount of char was excessive. After the left pulmonary vein (lpv) ablation, char was found on the qdot micro catheter when the catheter was checked outside the body. Char was removed and the procedure was continued. Qmode+ setting was 90w 4 seconds. Location of occurrence was the lpv. Anticoagulation therapy was heparin and act 340. No problem in switching low/high flow rate. Ngen generator used. No other generator was used. Additional information was received 30-jan-2024. The system did not present any error messages nor did the physician / user see any product problem. No issues related to the temperature and flow on the catheter. The generator was set to temperature control mode. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician did not consider that the char was excessive. Additional information was received 01-feb-2024. Updated event description. After lpv ablation, when the catheter was checked outside the body, char was found to be adhered to the distal part of the tip electrode of the qdot micro catheter. Additional information was received 08-feb-2024. Physician commented that the amount of char was excessive. The physician considered risk of stroke leading to stroke. Average temperature: 46.7, impedance: 95.1o, power: 90w during left pvi. Average temperature: 46.8, impedance: 94.3 o, power: 88.9w during right pvi. The correct catheter settings were selected on the generator. No areas where the contact force exceeded 40g and ablated for an extended period of time. The average contact forces were 13.2g during left pvi, 16.3g during right pvi. The irrigation rate was not used outside of those prescribed. Qmode+ setting: high flow rate of 8 ml/min. The pre-ablation high setting was set to pre: 2seconds, post: 4seconds. This event was originally considered non-reportable, however, bwi became aware that the physician commented that the amount of char was excessive on (B)(6) 2024 and have reassessed the event as reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter. After the left pulmonary vein (lpv) ablation, char was found on the qdot micro catheter when the catheter was checked outside the body. Additional information was received. The patient did not exhibit any neurological symptoms since the procedure was completed. Physician commented that the amount of char was excessive. The physician considered risk of stroke leading to stroke. The device evaluation was completed on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature and impedance, and patency tests of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. Temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A photo from the customer was received showing the portion of the device where the char was found; however, this could not be confirmed through this piece of evidence. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The evaluation determined that char is a physical phenomenon of radio frequency (rf), it can be the normal result of the ablation process. The instructions for use contain the following guideline: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. Do not use the catheter without irrigation flow. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 40°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting rf application. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).